Event description:
It was reported that the battery leaked. There was no allegation of injury associated with this complaint. The battery is not available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The battery is currently unavailable.